Event description:
During axsos tibia surgery, the drill broke when the surgeon was drilling for one of the locking screws. It seems that the drill hit the screw which was already inserted. The broken part of the drill remained in the patients' bone.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Such instruments are recommended as single patient use. Regular functional check and visual inspection. In case of failure, the instrument must be replaced and not be used.¿ [original statements] note as stated in the operative technique: ¿attach the correct aiming block (ref (B)(4) left/(B)(4) right) to the plate adaptor. Ensure that the aiming block is properly seated on the adaptor shaft and secured with the aiming block screw (ref (B)(4)).¿ when using the aiming block (ref (B)(4) left/(B)(4) right) the tissue protection sleeve (ref (B)(4)), the drill sleeve (ref (B)(4)) and the calibrated drill ø2.5mm (ref (B)(4)) should be used.¿ [original statements] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Event description:
During axsos tibia surgery, the drill broke when the surgeon was drilling for one of the locking screws. It seems that the drill hit the screw which was already inserted. The broken part of the drill remained in the patients' bone.